Event description:
The disposable tips of the pins used to secure the pt's head within a head clamp system crumbled during use. Stitches were required to close a scalp laceration. Use of this product can be expected to cause small lacerations to the scalp under normal circumstances.